Manufacturer narrative:
Pump received with normal operating currents. No unexpected failed battery test alarm noted. Also received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a failed battery test. The customer stated that the device was exposed to sweat, heat, and humidity prior to the error alarm. Blood glucose level at the time of the incident was 130 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.